Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.